Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. No further information was provided. This ra lead remains in service. No adverse patient effects were reported.